Event description:
It was reported that there was a separation between the female connector and main body of four (4) minicap transfer sets. The transfer sets were not disconnecting from the tubing and the tip was becoming dislodged from the transfer set with the tubing attached. The patients were having to cut their transfer sets.this occurred during an unspecified process step of peritoneal dialysis therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified dates in 2025. E1: initial reporter phone no.:(B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.